Event description:
The customer reported that the unit would not power on. The customer reported that the unit was not in use on patient. The field service engineer (fse) evaluated the device and duplicated the reported problem. The fse replaced the power management board to address the issue. The unit is now back in service.